Event description:
An aneurx stent graft system was implanted for the treatment of an abdominal aortic aneurysm. Currently, the proximal neck is 27.5-2 9.5-31.3-32.6mm in diameter and 14.5 mm in length. A recent CT demonstrated that the stent graft has migrated distally with a type I endoleak due to aortic neck dilatation. The aneurysm is currently 50 mm in diameter. The physician will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this event. The physician elected to implant an endurant bifurcated stent graft 36x16x166 and endurant limb 16x16x156. The migration and proximal type I endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).